Manufacturer narrative:
(B)(4). Batch # p57a4g. Per photographic evaluation: picture provided shows a gold cartridge fully fired, as the one piece sled can be seen on the distal part of the cartridge, one piece of what appears metal can be appreciated over the cartridge deck. Based on the photo alone the event describe is confirmed. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results showed that a gst60d cartridge reload was received. The reload was received with no apparent damages and fully fired. No functional test could be performed due to the condition of the reload. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, two staples came out of the reload staple pocket but instead of going into tissue, the staples intertwined and got stuck in the reload. A second like reload was used to complete the procedure. There were no patient consequences reported.